Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged the generation of discrepant sars-cov-2 results for 2 patient samples when using the cobas liat sars-cov-2 and influenza a/b test. Initially, the patients generated positive sars-cov-2 results, and upon repeat testing, the results were negative. For one patient, a negative covid rapid test was performed at another location prior to being tested at this site. This prompted the retest after the sars-cov-2 positive result was obtained. The retest with the same sample on the same liat was sars-cov-2 negative, and to confirm the negative test, the patient was recollected and tested on the same liat, which was again sars-cov-2 negative. The sars-cov-2 negative results were reported to both patients. Although requested, no patient information or test data was provided. Per FDA guidance, two (2) MDR will be filed, one per each patient.

Manufacturer narrative:
Review of the data based on the alleged dates of events shows several positive sars-cov-2 results. It cannot be determined which of these 5 runs are the 2 samples in question. Further review of the runs above shows some minor instability in multiple fluorescence channels during one of the runs, however all other runs do not show any abnormalities normally associated with an erroneous result. Furthermore, the minor instability mentioned cannot be definitively confirmed to have called an erroneous result; there does appear to be a low level of amplification occurring on two runs indicating a sample at the limit of detection (lod). The most likely cause for the discrepancy observed is due to the samples having a low viral load, however this cannot be verified due to lack of sample specific information. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Low titer samples can also occur due to cross-contamination. The reagent lot was also investigated and no product problem was found. (B)(4).